Event description:
During a remote follow-up, a diagnostic anomaly was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a session record labeling anomaly was confirmed. The session record was reviewed and the incorrect labeling was observed. The labeling has no impact on system functionality and the device was performing per specifications.